Manufacturer narrative:
The customer reports that she heard loud beeps and the screen for the cns (central monitoring station) was off. Nihon kohden tech support walked the customer through the process of determining the ups (uninterruptible power supply) had failed and then walked the customer through getting the device connected to the hospital power. Once the device was connected directly to the hospital power, it booted up as expected and returned to normal operation. The cns was offline approx 30 minutes and during that time no patient harm was reported. Patients were monitored safely on the bedsides without issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is obtained.

Event description:
The customer reports that she heard loud beeps and the screen for the cns (central monitoring station) was off. Nihon kohden tech support walked the customer through the process of determining the ups (uninterruptible power supply) had failed and then walked the customer through getting the device connected to the hospital power. Once the device was connected directly to the hospital power, it booted up as expected and returned to normal operation.